Manufacturer narrative:
(B)(4). Additional information: the device was manufactured july 18, 2015-july 20, 2015. The device was received for evaluation. Visual inspection of the device noted a ruptured reservoir. A microscopic examination of the rupture line, stressmember, and plug revealed no signs of abnormalities. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured at the end of infusion. The reporter stated that the device had been infusing for 11 hours. The device had been filled with 3g ceftazidime in sodium chloride solution to a total fill volume of 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.